Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is also unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received where it was revealed that the patient was found face down on his bed by his father. The patient was non-compliant with treating his diabetes and was also an active alcoholic. There were no apparent injuries. The patient had vomited into several containers as well as the floor and his bed. It appeared consistent with an upper gi bleed, as the liquid was black, and grainy such as coffee grinds. The cause of death was determined to be complications of diabetes and alcoholism with the manner of death being natural. No autopsy was performed.